Event description:
It was reported the system was giving collimator potentiometer failed error messages. This message will result in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator needs to be replaced. The customer canceled the service call.